Event description:
Endostitch does not hold the stitch.

Manufacturer narrative:
It was reported that "once it is loaded and locked, when they get inside, the endostitch does not hold the stitch, it falls into the patient's body cavity". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.